Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneously high triglyceride results generated by unicel dxc 800 pro synchron clinical system for seven patients. The results were reported out of the laboratory. Subsequent testing produced lower results. There was no effect to patient treatment.

Manufacturer narrative:
The customer reported that qc results were also high at the time of the event. A bci field service engineer (fse) visited the site on (B)(4) 2010 and found that the sample probe failed carryover performance verification test. The fse replaced the sample probe and other hardware components. The fse repeated performance verification test but it failed. The fse returned on (B)(4) 2010 and replaced the hamilton valve, which resolved the issue.